Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: device photo analysis.

Event description:
Patient reported left side rupture, "there was silicone everywhere inside chest wall," "enlarged internal mammary lymph nodes, most likely silicone lymphadenopathy," and "left internal mammary lymphadenopathy." The device has been explanted and replaced.

Event description:
Patient reported left side rupture, "there was silicone everywhere inside chest wall," "enlarged internal mammary lymph nodes, most likely silicone lymphadenopathy," and "left internal mammary lymphadenopathy." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, migration, and lymphadenopathy.